Manufacturer narrative:
D10 concomitant product: sigtrsb60amt 60mm med thk reinforced rel (lot# n5h1378y) sigadaptstnd, sig power sigadaptstnd linear adapter (serila# unknown) sigpshell, sig power sigpshell control shell (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a total gastrectomy, while on esophagojejunostomy, after the entry hole was closed, the knife was retracted, but the jaw did not open. To resolve the issue, while the jaw tip was in contact with the tissue, the jaw opened. There was no patient injury.